Event description:
It was reported by the affiliate that the (1) tlc75 was used during a gastrectomy procedure. It was reported that the swing tab was "free" it did not reset properly. There was no adverse consequence to the pt. A sample will be sent for analysis.